Event description:
False negative result. Customer stated that "said I was negative for flu but when to ER next morning and I actually in fact did have the flu! Faulty test"

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.